Event description:
The atrial lead was sensing the ventricular activity and not capturing the atrium. Patient was programmed vvi and sent for an xray which confirmed atrial lead dislodgement.lead reposition was planned for (B)(6) 2025. Same atrial lead was repositioned but dislodged again during testing. Doctor decided to extract the lead to visually inspect it for faults - there was no problem seen: no tissue caught in the helix, and helix advanced/retracted as expected, but doctor wanted a new atrial lead anyway. They did not request for the original lead to be analyzed any further.the lead was discarded.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.